Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up/down arrow keypad buttons are intermittently unresponsive when pressed. The patient claimed that the buttons click, but often do not spring back. In addition, the pt denied that the keypad is peeling or otherwise damaged. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.